Manufacturer narrative:
B3: estimated as 05/16/2024 as the published date for the article poster presentation is noted as 2024-05-16 to 2024-05-19. Citation: elrod, j., colon, c., barrios, jg., han, j., dunn, ts., smith, bg., plumb, vj., doppalapudi, h., mcelderry, t., shah, rr., & maddox, wr. (2024). Percutaneous retrieval of a dislodged watchman left atrial appendage occlusion device from the left ventricle. Heart rhythm. 2024; 21 (5 suppl): s111. Abstract mp-470552-007 heart rhythm 2024 united states, boston 2024-05-16 to 2024-05-19.

Event description:
Reported via journal article. It was reported that device embolization occurred. A patient with atrial fibrillation on apixaban and vertebral fractures during falls presented for watchman implant. A 27mm watchman flx closure device was deployed using intracardiac echo (ice). The patient was transferred to recovery in stable condition where a chest x-ray showed the device dislodgement into the left ventricle (lv). In the lab, the right common femoral vein was accessed, and a non-boston scientific (bsc) device was passed transeptally. Ice visualized the device entangled in the mitral apparatus. A bioptome was used to grasp the device but was not pulled to avoid avulsion of the mitral apparatus. The right common femoral artery was accessed with a second non-bsc device and an ablation catheter was passed retrograde into the lv which freed the device from the mitral apparatus while maintaining control with the bioptome. The ablation catheter was exchanged for a loop snare which captured the device. A non-bsc grasping device was used to remove the device via the left femoral artery. Thereafter, the patient recovered in critical care unit (ccu) and has since been seen in clinic.